Event description:
It was reported that the anesthesia workstation had an internal pressure failure. No patient involvement reported. (B)(4).

Manufacturer narrative:
Despite several requests, we have not received any information regarding the failure, any repairs of the device or if any parts needed to be replaced. The device logs from the event have not been provided to us. Based on the above information, we are unable to draw any conclusions or determine the root-cause of the reported event.

Event description:
(B)(4).